Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unk. It was reported 36 months post stent graft implant, the patient had a CT demonstrating that the aneurysm was expanding due to a type ii endoleak from the lumbar artery. The patient had a type ii endoleak since the time of implantation. The physician implanted coils in the ima, however, the type ii endoleak continuted to enlarge the aneurysm. The physician planned to perform an open repair to occlude the lumbar arteries, but the physician was unable to gain access to the area behind the stent graft to occlude the lumbar arteries. The physician surgically converted the patient to a conventional stent graft. The stent graft and its components were removed from the patient. Medtronic has received the device and the analysis is pending. No additional clinical sequelae were reported, and the patient is fine.